Event description:
The hospital biomed reported the mx40 has audio but will not enunciate any alarms in any mode; it is stated the alarm is disabled. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The hospital biomed reported the mx40 has audio but will not enunciate any alarms in any mode; it is stated the alarm is disabled. The device was not in use on a patient at the time of event, there was no adverse event reported.